Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported via journal article: title: reverse puncture technique for total laparoscopic colorectal resection with natural orifice specimen extraction authors: huang xiaoxu xu li hu kaifeng hu hao jinyan sun dayong guo jian yang chengjiang yangfan wu long chao xia yabin. Citation: china minimally invasive surgery journal (may 2019); 19(5): 426-431. Doi: 10. 3969/j. Issn. 1009 - 6604.2019.05.011. The aim of this study was to evaluate the feasibility and efficacy of reverse picture technique for transanal anastomosis in total laparoscopic colorectal resection with natural orifice specimen extraction surgery (noses). From october 2016 to june 2017, 26 patients (12 male and 14 female; age 39~78 (64.6±10.9) years) underwent laparoscopic colorectal resection, who received reverse puncture technique to place the anvil in the abdominal cavity and complete the transanal anastomosis. Surgery was performed using linear cutter stapler (echelon flex, johnson & johnson) and 29 mm tubular stapler (johnson & johnson). Reported complications include anastomotic leak (n=1) which was treated with abdominal flushing with enteral and intraintestinal nutrition support. In conclusion, total laparoscopic colorectal resection by using reverse puncture is a technically feasible and safe procedure with high short-term efficacy.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2023. Additional information was requested, and the following was received: does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? All the complications were not related to jnj products. Upon review of the information provided in h10, it was concluded that this event does not meet the criteria for a reportable event and is being considered not reportable.